Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/03/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring and uterus prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to pelvic and urethritis pain from prior suburethral mesh implantation and prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to stage two anterior wall defect and sui. It was reported that the patient underwent hysterectomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/28/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection and urinary incontinence. It was reported that patient underwent removal of mesh on (B)(6) 2017. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 12/17/2019.